Event description:
Rptr indicated that vns pt underwent prophylactic generator replacement due to pain in the left shoulder and neck area. The explanted generator has been rec'd and is currently awaiting analysis . Good faith attempts for add'l info have been unsuccessful to date.